Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#:. Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the device was scrapped due to the recharge antenna failure of rms voltage at the h field probe . This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they had difficulty recharging their implanted neurostimulator (ins) and would see an unknown error message that instructed them to "reposition the paddle and try again" since sunday. Pt noted they heard the recharger antenna (rtm) relay box clicking, which was normal, but they couldn't recharge their ins. Pt noted they reset their controller and were able to recharge their ins, but they continued to have difficulty recharging their ins. With assistance, pt inspected the rtm plug and controller port, but no visible damage was detected. Pss had the pt clean the rtm plug pins and controller port. Pss reviewed rtm placement when recharging the ins. Pt initiated a recharge session to their ins with excellent quality, but the recharge quality disappeared. Pt noted their controller battery was at 90% and their ins battery was a red triangle (low). Pt added the rtm cord near the rtm paddle was hot to the touch when recharging the ins. Pss helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pt entered passive recharge mode with 69-69-69, then their number changed to 0-85-86, then to 0-0-0 even with the rtm over the ins. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.